Event description:
It was reported on (B)(6) 2018 that the patient had high impedance. Later, the patient underwent revision of lead and generator due to high impedance. The suspect product has not been received to date. No further relevant information has been received to date.

Event description:
It was determined that product return is not expected.